Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported asd appears to be related to procedural conditions as asd is an expected result of the mitraclip procedure and not a product quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was removed, an atrial septal defect (asd) was noted, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. While evaluating the grasp, the patients heart rate was elevated. Medication was given. The patients heart rate and blood pressure dropped significantly, and there was st elevation. The flush bag of the cds was checked and it was noted that the bag had been running too fast, and was empty. It was suspected that there was an air embolism, but no air was visualized. A temporary pacemaker was used, and a left heart catheterization was performed to make sure there was no air in the coronary. After approximately 20-25 minutes from the initial elevated heart rate, the patient recovered. The clip was successfully deployed, reducing the mr to 2. After the steerable guiding catheter (sgc) was removed, an atrial septal defect (asd) was noted. An asd occluder device was implanted, and the asd was treated successfully. It was confirmed that the patient had a good final outcome; however, on (B)(6) 2017, the patient died, which was suspected to be from the air embolism. No additional information was provided.